Event description:
The hospital reported that two patients sustained perforations of the colon during colonoscopy procedures. Both patients underwent surgical procedures for repair of the perforations. One patient was subsequently released from the hospital. The second patient, in critical condition following the surgical procedure, was transferred to the intensive care unit. Pt experienced respiratory failure and expired several days later. The cause of the respiratory failure is unknown. Information about the deceased patient's health prior to the colonoscopy examination was not revealed.

Event description:
Same text as in pt #1.